Manufacturer narrative:
Lift nuts worn out.

Event description:
It was reported by service report that the food end of the bed is drifting down. No pt involvement or adverse consequences are reported.